Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the cartridge had 260 units. The customer's blood glucose (bg) level was 470 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections and the customer would load a new cartridge.